Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23715; related manufacturer reference number: 2017865-2020-23718. It was reported that the patient presented to the emergency room for an infection due to a broken capsular bag. The physician explanted the patient's pacemaker, atrial and ventricular lead. The patient was stable throughout.